Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having an audio issue with their insulin pump. The customer¿s blood glucose level was 387 mg/dl at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis. Customer was performing the beep test. Customer stated that the volume was about the same. The device will not be returned for analysis.